Event description:
It was reported that the lead was explanted and replaced due to oversensing. No adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.a partial lead was returned in two segments for analysis. Internal insulation abrasion under the svc shock coil was noted at 20.3-20.4cm from the lead tip. The etfe coating was abraded at this location. This is consistent with the observation from the field of oversensing.